Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: investigation summary : the device was received and evaluated at the service center. The reported complaint that the output setting was switched without permission during the operation was confirmed. It was found that the degraded contact failed inside the socket, causing the reported failure. The socket will have to be replaced to correct the reported issue from the customer. However, the device was returned without repair as directed by the customer. The degraded contact would have been caused due to use of the device over time. However, given the information provided we cannot discern a definitive root cause for the same. A manufacturing record evaluation was performed for the finished device lot number (0720406), and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot : a manufacturing record evaluation was performed for the finished device lot number (0720406), and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate that during an unknown procedure the output setting of the vapr3 generator. Ea were switched without permission during the procedure. No patient consequence and no surgical delay was reported. No additional information was provided.